Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 170 mg/dl at the time of incident. The customer performed self test and the insulin pump passed. The customer was advised to program a normal bolus into the air. The customer stated that the bolus amount was recorded in the bolus history. Battery failed alarm was mentioned during the call. The customer declined to troubleshoot for battery failed alarm. The insulin pump will not be returned for analysis.